Manufacturer narrative:
Investigation: visual inspection revealed that the tool was received with the cannula. There were several white plastic threads found inside the cannula, along the tool port. The jaws were somewhat burnt. There was some evidence of blood. The cannula was opened up and several more threads were found along the left lumen half. Some pieces were peeling off of the edge of the tool/scope divider. Based upon the visual observations, the reported complaint for "curled peeling found" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number- (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a 1" curled peeling from the vasoview hemopro was found in the leg. The piece was retrieved through the original incision. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.